Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm the issue. The unit passed 112 hours of extended bench testing with no errors. The unit passed the troubleshooting process without any problems or unexpected alarm circumstances. The vent was opened and examined; no anomalies were discovered. When the ventilator was running on transition battery and the battery became exhausted, the vent inop led would flash. To resolve the issue, press the silence/reset button and connect the ventilator to a functional external power source or insert a charged removable battery pack. As a precaution for customer satisfaction, service will replace the main board to meet all manufacturing specifications and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator just shuts off and on. At this time, there was no information for patient associated with the reported event.